Event description:
It was reported to covidien on 03/20/2009 that a customer had an issue with a dialysis catheter. The customer states that back end adaptors of the catheters are cracking. Because of this the catheter was pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway upon completion the results will be forwarded.